Event description:
It was reported from neonatal intensive care unit (smh) that the total parenteral nutrition leaked from the primary tubing during infusion. Leak was found on the floor. This event did not result in a serious injury, and it was reported it was unknown if this event caused a delay or change in the course of treatment.

Manufacturer narrative:
Although requested, section a information not provided due to confidentiality. The customer's report that the tubing leaked was confirmed based on visual inspection and functional testing. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Both the retainer rings at the engagement of the silicone segment to their respective upper and lower fitment components were observed to be deformed/pressed together with the lower retainer ring more deformed/pressed together. Slight stress markings were observed along both retainer rings. The silicone segment engagement to the lower fitment was observed to be angled and a side of the silicone segment end slightly lifted outward. The set was reprimed. An immediate leak from the engagement area of the silicone segment and lower fitment was observed. The cause of the leak was identified as due to the damaged set components. The root cause of the damages was not identified. The device history record for set model 2260-0500 could not be conducted due to no lot number being provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from neonatal intensive care unit (smh) that the total parenteral nutrition leaked from the primary tubing during infusion. Leak was found on the floor. This event did not result in a serious injury, and it was reported it was unknown if this event caused a delay or change in the course of treatment.